Manufacturer narrative:
There was no report of medical intervention for the stroke. The patient continued therapy with no sequelae. The manufacturing records were reviewed and no relevant nonconformities were found. Device was not explanted.

Event description:
It was reported that the patient experienced a stroke during the implanting procedure. However, the procedure was completed without any further complications and the patient is currently using the device.